Event description:
An error message was reported with the adc device in use with iphone 12 mini with ios operating system version 16.3.1. Customer reported no message appears on the device and was unable to obtain readings. A reading of of 1.00 mmol/l (18 mg/dl) blood glucose was reported and as obtained on an unspecified meter/reader. As a result, the customer experienced cramp and loss of consciousness and was unable to self-treat, requiring treatment with juice provided by caregiver. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation was performed on the reported complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported being unable to scan a sensor with the freestyle librelink application. Attempted to replicate the user¿s complaint using a similar configuration was performed and complaint was not able to be reproduced. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with iphone 12 mini with ios operating system version 16.3.1 , software version: 2.8.1. Customer reported no message appears on the device and was unable to obtain readings. A reading of of 1.00 mmol/l (18 mg/dl) blood glucose was reported and as obtained on an unspecified meter/reader. As a result, the customer experienced cramp and loss of consciousness and was unable to self-treat, requiring treatment with juice provided by caregiver. There was no report of death or permanent impairment associated with this event.